Event description:
Caller reported that touchscreen of pump was cracked and shattered, rendering it unresponsive and illegible. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to use mdi as backup therapy, while cts arranged for the replacement of the pump, confirmed shipping details, and guided the customer on returning the damaged pump using a pre-paid label.